Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that an ar-4020c-08 fastthread biocomposite interference screw broke during insertion. The surgeon used a soft-tissue allograft, drilled and tapped to an 8 mm tunnel for the 8 mm graft, and inserted the fastthread biocomposite interference screw. About three threads made into the bone before the anchor broke. The surgeon decided to leave the screw remanent in place to hold the fixation of the graft. This was discovered during an mcl reconstruction procedure on (B)(6) 2023.

Event description:
Additional information received on 2/13/2024: the procedure was delayed approximately five minutes and additional anesthesia was not needed. The distal portion of the broken screw was left in the patient and the graft was backed up with another screw distally.

Manufacturer narrative:
Additional info: b5 event updated. G3 follow-up information received. H6 updated.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error, including improper bone preparation, misaligned insertion, and/or prying or levering the device during insertion, which resulted in the device damaged. The complaint allegation was confirmed based on the picture provided by the customer, which shows the bio screw missing half of its body and having stripped geometry.